Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
It was reported that a zmb00 29.0 diopter intraocular lens (iol) was explanted from the patient's left eye approximately four (4) months post implant due to unexpected post op refraction. The unexpected post-op refraction was not a lens related (product) issue. The iol was replaced with another zmb00 iol of a lower diopter power (28.0). There were no complications reported and the patient is very happy and everything is fine.

Event description:
It was reported that a zmb00 28.0 diopter intraocular lens (iol) was explanted from the patient's left eye approximately one month post implant due to unexpected post op refraction. The unexpected post-op refraction was not a lens related (product) issue. The iol was replaced with another zmb00 iol. There were no complications reported and the patient is very happy and everything is fine.